Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment confirmed that the device had "come apart". The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central processing, prior to surgery, it was discovered that the attachment device "came apart". There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.